Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging breast cancer, congestion. No medical intervention was specified by the patient. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging breast cancer, congestion. No medical intervention was specified by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. During the evaluation, they confirmed no presence of degraded sound abatement form using a fitt and the associated procedure. Evidence of sound abatement foam degradation/breakdown was not observed in this device. During the investigation, the technician observed 0 errors logged. A dust-like contaminant was observed on the top enclosure, front panel, rear panel, bottom enclosure, blower, and inside the inlet of the blower box. The top enclosure was observed to have the screws missing. A keratin-like substance was observed on the outlet of the blower box. Evaluation method code grid, evaluation results code grid, component code grid and conclusion code grid have been updated.